Event description:
The customer reported that the unit failed to discharge via internal paddles which could prevent the delivery of therapy. There was no adverse patient impact.

Manufacturer narrative:
The customer reported that the unit failed to discharge via internal paddles. There was no adverse patient impact. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.